Event description:
The customer reported the system experienced precharge errors. This error is likely to prevent the system from booting to a usable state. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.